Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose level. The customer states that emergency medical service personnel were called to his hotel room. The customer's blood glucose level at the time of emergency personnel contact was 22mg/dl. The customer states their device was lost when the emergency personnel responded to his hotel room. The customer declined to troubleshoot. The customer received a new pump.